Event description:
It was reported pt has had pain over the last few months and was taken to the operating room for exploration. A large trochanteric bursa was found and excised. Upon deeper exploration, a large mass of tissue was taken in and around the joint.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0 deg insert 36mm, cat# 623-00-36d, lot# mjrh4n. Delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 35589201. Lrg tap pri mod nck 0deg 34mm, cat# nls-340000b, lot# 35170001. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. When completed, the evaluation summary will be submitted in a supplemental report.